Manufacturer narrative:
Two software analysis were performed and both software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative was switching different microscopes in the software they got the video setting restart prompt message (restart now vs later) and when they clicked restart now it didn't shut the system down completely. It shut down and the blue light stayed on. They had to do a hard shutdown of the system and then it worked. The software engineers stated that this issue is consistent with the following known software issue. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative was switching different microscopes in the software they got the video setting restart prompt message (restart now vs later) and when they clicked restart now it didn't shut the system down completely. It shut down and the blue light stayed on. They had to do a hard shutdown of the system and then it worked. The software engineers stated that this issue is consistent with the following known software issue. No patient was present at the time of the event.